Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
It was reported that during a patient event, the keypad on their device did not have all of its functionality. The device was able to power on, but unable to charge and deliver energy or perform several other functions on the device. The customer reported an approximate delay of four (4) minutes between switching to a back-up device, which was only used for ECG monitoring as the patient's ECG rhythm did not require defibrillation at that time. The patient did not survive the incident.